Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the latex free balloon nearly always sustains damage after being passed through the mac into the patient. They notice that there is a problem when they try to inflate the balloon and there is no resistance. When they remove the swan they can see that the balloon has been compromised. At some point during passage through the mac the damage is occurring. Another device is used to resolve the issue." Associated complaints: 9680794-2025-00062, 9680794-2025-00063, 9680794-2025-00064 and 9680794-2025-00065.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one image showing the box and lidstock of the edwards swan-ganz catheter. The part number shown in the photo appears to involve a 7fr catheter. The multi-lumen access catheter (mac) involved with this complaint was not pictured. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. A finding was identified; however, it was discovered that the finding was not relevant to this complaint. The lidstock indicates "mac two-lumen central venous access for use with 7.5 - 8 fr. Catheters". The IFU provided with the kit informs the user, "do not inflate balloon prior to insertion through catheter contamination shield to minimize the risk of balloon damage". The IFU also states, "if flow directed catheter is used, inflate and deflate balloon with syringe to ensure integrity. Precaution: do not exceed balloon catheter manufacturer's recommended volume". The customer report of a sheath tight over a non-arrow catheter could not be confirmed by visual inspection of the customer supplied photo. Likewise, a full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the latex free balloon nearly always sustains damage after being passed through the mac into the patient. They notice that there is a problem when they try to inflate the balloon and there is no resistance. When they remove the swan they can see that the balloon has been compromised. At some point during passage through the mac the damage is occurring. Another device is used to resolve the issue." Associated complaints: 9680794-2025-00062, 9680794-2025-00064 and 9680794-2025-00065.